Manufacturer narrative:
Product analysis: the device remains implanted; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that 11 years and 10 months post implant of this aortic bioprosthetic valve, a transcatheter valve was implanted valve-in-valve. Prior to replacement, echocardiogram revealed stenosis with a mean gradient of 71mmhg and the peak gradient of 130mmhg, aortic calcification, and moderate (grade iii) central regurgitation. No additional adverse patient effects were reported.